Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 185 mg/dl. The customer stated there was an issue with the battery cap. The customer confirmed that the insulin pump was not dropped or exposed to moisture. The customer further stated that the battery compartment and spring were neither damaged nor corroded. The customer inserted a new aaa battery, but the display issue persisted. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
No blank display was noted. However, bent battery tube springs were noted during visual inspection. All operating currents were within specification. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.